Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx2436 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx2436) have been reported from the same facility. Device has not yet been returned for evaluation.

Event description:
It was reported that the hub "fell" off of the provena catheter. No other information was provided. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed; however the cause is unknown. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed the purple luer connector was detached from the extension tubing and missing. Use residue was observed throughout the returned sample and a large amount of blood residue was observed within the purple lumen. An attempt was made to flush both lumens of the sample with a 12 ml syringe of water. The red lumen was found to be patent to infusion and aspiration and no leaks were observed when the lumen was pressurized. The purple lumen was found to be occluded due to the large amount of blood residue within the lumen and no leaks were observed. A microscopic observation revealed the break surface of the extension tubing of the purple lumen was uneven and rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. The extension tubing material of the red lumen was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and what appeared to be the beginning of a crack was observed at one or more of these points. A lot history review (lhr) of rebx2436 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx2436) have been reported from the same facility.

Event description:
It was reported that the hub "fell" off of the provena catheter. No other information was provided. No patient injury reported.